Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance during interrogation. The lead was capped and replaced on (B)(6)2026. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.